Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.

Event description:
In this event a wave one gold file broke in the flute area while treating a lower canine. The patient was referred to a specialist.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.